Event description:
The pt alleges that about 6 months ago he was using the suspect device and it would give high blood glucose readings. He would give himself too much insulin and would go into a diabetic coma. The emt's would have to come and take him to the hosp. The event happened over 6 months ago, so the pt does not provide any specific details to suspect device readings or time frames.